Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. It was noticed that the tip of the dilator was damaged. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.